Event description:
Additional information was received from the patient reporting they experienced muscle stimulation prior to the device explant procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) prematurely reached elective replacement indicator (eri). The ICD was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A request was sent to the local area field representative for the ICD to be returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information revealed this implantable cardioverter defibrillator (ICD) delivered shock therapies causing the patient to jerk. Also, the patient heard the device beeping and went to the emergency room (ER). The field representative interrogated the device and told the patient that the device was set up to beep as a warning for low battery life. The device reached elective replacement indicator (eri) in a matter of days without giving any therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
--